Event description:
Pt admitted to hospital for removal of bilateral ruptured silicone breast implants. Original implants were placed, MFR unknown. Silicone granulomas found in left breast and silicone mastopathy in right breast. Pt had experienced pain for over two years particularly in the right breast, shoulder and axillary area.